Event description:
In 2009, the patient reported that over the past 3 months he has occasionally had elevated blood glucose readings as high as 380 mg/dl with his target range being 125-150 mg/dl. Symptoms are thirst and frequent urination. He stated he corrects his blood glucose within an hour by changing his infusion headset. To troubleshoot, the patient confirmed the basal rates and bolus history on his infusion device are accurate. He did not change the time for daylight savings time. He said he usually changes his cartridge, tubing and headset every 5 days. He was advised the cartridge and tubing could be used for up to 6 days but that his headset should be changed every 2-3 days. He said he rotates his site from side to side on his abdomen. Infusion site selection and management were discussed with the patient. Courtesy infusion sets, an infusion set insertion device and a guide to infusion site management were sent to the patient. On follow up with the patient six days later, he stated he has not yet viewed the guide or used the new products. He said he is not changing his headset every 2 days and reports his "sugars are a little bit better." No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.